Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's tubing was cut in half on (B)(6) 2024. The blood glucose level of the patient was 380 mg/dl. Morever, the issue occurred with one infusion set used for about two hours. No further information available.